Event description:
Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-(B)(4). Aware date should have been listed as 23/aug/2024.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events deflation was received on sep 30, 2024 with lot number 3372212. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed 1 opening assessed as fold flow opening. As per the investigation procedure particles, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "deflation." The device was explanted.